Manufacturer narrative:
It was reported during a follow up with the patient that they did not have missing green pull ring caps on three (3) of their homechoice cassettes, but instead had the ¿top left corner of the cassettes that were found to be opened¿. There was one actual device received on (B)(4) 2018, and then an additional 27 devices were received on (B)(4) 2018. Device code (B)(4) was added to replace the previously submitted (B)(4) and component code (B)(4) was added to replace the previously submitted (B)(4). There were 28 actual devices received for evaluation. Visual inspection found that on 27 units the cassette-to-sheeting weld was incomplete. There was insufficient weld on one corner of the cassette to the sheeting which spanned approximately one inch. One cassette was inspected with no issues found. The cause of the event was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes were missing pull ring caps and were not included in the package. This was found during set up with patient involvement. There was no patient injury or medical intervention associated with this event.